Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0167373, medical device expiration date: 2025-05-31, device manufacture date: 2020-06-15. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4).

Event description:
It was reported that 10 bd syringe luer-lok¿ tips experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: material no.: 302995 , batch no.: 0167373. Looks like there is liquid leaking out of the back end of the barrel/plunger. There was also a unk lot # involved as well but was discarded from last week. Unknown event date as well.